Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. According to the implant sheet, an x3 ps implant was marked 'in and out' and an x3 ts insert was implanted. Rep reported that revision was due to infection. The implant marked 'in and out' because surgeon decided that he wanted to use a ts style bearing instead of ps.